Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After ablation of the left inferior pulmonary vein (lipv) an st segment elevation was observed. 3mg intravenous (IV) bolus nitroglycerin was administered, and two minutes later the segment elevation ceased; the patient fully recovered. The procedure was completed successfully. It is unknown if the catheter will be returned for analysis.

Manufacturer narrative:
The farawave catheter was not returned for analysis; however, some pictures of an ECG were included with the incoming information which evidence the reported st segment elevation.

Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After ablation of the left inferior pulmonary vein (lipv) an st segment elevation was observed. 3mg intravenous (IV) bolus nitroglycerin was administered, and two minutes later the segment elevation ceased; the patient fully recovered. The procedure was completed successfully. The device is not expected to be returned for analysis.